Event description:
The switchbox was mounted at the end of the armrest opposite the joystick on the power wheelchair. The mounting bracket had broken likely as a result of the user running into something, which caused stress at the point where the wire exits the switchbox. The wire had a short circuit and caused some smoke. The insulation of the wires is self extinguishing. The user did not report any injury. The switchbox was removed from the wheelchair and the wheelchair functions properly without the switchbox attached. The user is comfortable operating the seat functions through the joystick.

Manufacturer narrative:
Wheelchair was inspected by MFR at the user's home. Based on a visual inspection, the wires attached to the switchbox was damaged after the client ran into something. The damage to the wires caused the wires to short circuit. The switchbox has been removed and the client is comfortable operating the seating functions through the joystick.